Manufacturer narrative:
The event unit was not returned for evaluation. However, the customer provided images of the event unit which engineering used to confirm the cannula shaft had fractured. Additionally, the complainant noted, "all pieces of the cannula were removed."although the root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic nephrectomy - "the trocar that was being used for the camera port experienced a break. At the end of the case the doctor was doing an inspection of the surgical site and as the doctor noticed the trocar had broken. The break took place approximately 2/3 down the cannula shaft, it was a clean break. All pieces of the cannula were removed." Patient status - no patient injury. Type of intervention - unknown.